Event description:
It was reported that the handpiece was cracked and it did not connect to the cusa. There was no patient contact, no patient injury, no revision/medical intervention required; and no delay in surgery. Multiple request for additional information has been sent but to date, no new information has been received.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.